Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed successfully on the (B)(6) 2013 and performed weekly self-tests up to the (B)(6) 2014. The device failed multiple self-tests due to a low battery between (B)(6) 2014 and the (B)(6) 2015. No further log entries were recorded. The device records multiple occasions in which the temperature was recorded below the recommended minimum stand-by temperature. Investigation found the returned pad-pak was found to be depleted beyond functional use, this resulted in the device displaying a flashing red led and failure chirp. This would confirm the reported fault. The battery monitoring circuitry was verified during the investigation and the device temperature cycled between 0-50 degrees celsius for 48 hours. This equates to approximately 36 months of normal operation without fault. Throughout the history log the device records multiple occasions in which the temperature was recorded below the minimum recommended stand-by temperature for the device of 0°c with a low of -20.3°c recorded. The device failed the self-test due to cold conditions bringing on a low battery. It then remained in fault mode for an extended period of time. The higher current drain that resulted from the beeper being active depleted the battery before its expiry date.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has flashing red status indicator light.